Manufacturer narrative:
Cause cannot be determined. No product or x-rays were returned for review. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2000. Approximately 6.5 years post-op, the patient had a stage 4 fracture at the tibia. The patient was revised in 2007.